Event description:
It was reported that the device, the type of which was not specified, is non-functional and the patient was advised that the options are to leave it implanted or have it replaced. They also noted they believed it was not put in correctly. There were no patient complications reported.